Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a rupture in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected and examined using a microscope. The pump kink resistant tubing (krt) was fatigue and worn down to filament; no leaks were found. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally tested due to the contamination was identified within the pump. The ams700 ipp cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in cylinder bodies. Cylinder 1 has a hole from avulsion in the outer tube in proximal cylinder body that was result of wear against the krt; the (white) input tube sleeve was not present. Cylinder 1 has broken fabric threads and exhibited bulging when inflated with syringe in cylinder body. Cylinder 2 has a pinhole leak in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explanted. Due to this damage being consistent with explant it will be considered a secondary failure. The krt of both cylinders were fatigue and worn down to filament. Both cylinders were not pressure tested due to bulge and leak were identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a rupture in the right cylinder. No patient complications were reported.